Manufacturer narrative:
(B)(4).

Event description:
The pt had severe coughing. Afterward, stimulation changed. She felt stimulation on the right side, but was programmed to have stimulation on the left. She experienced stabbing pain at the pocket site when she moved a certain way. This had been happening since before the coughing bout. The pt was scheduled to see her hcp and the field rep. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.